Event description:
It was stated in the report that the pump shows error 1720. There was unknown patient involvement.

Manufacturer narrative:
Received one device, the customer reported issue was able to be confirmed through pump power on. The cause of the reported issue was a faulty backup capacitor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.